Event description:
It was reported that the patient underwent lead and generator replacement on (B)(6)2016. It was reported that the surgeon indicated that the lead was severed. After the lead was replaced, the high lead impedance resolved. The explanted lead was lost. No additional relevant information has been received to date.

Event description:
It was reported that high lead impedance was detected on (B)(6) 2016 upon diagnostics. The generator was programmed off. No additional relevant information has been received to date. No surgical intervention has been reported to date.